Event description:
It was reported that this right atrial (ra) lead showed a significant drop in atrial sensing and a slight rise in pacing impedances. Technical services (ts) reviewed a transmission where the presenting electrogram appears to show some intermittent atrial under sensing, even at some of the stored atrial tachy response events. The clinician reports that the patient will be seen in the clinic. Ts also suggests considering a chest x ray analysis to confirm lead position since the system was recently implanted. No adverse patient effects were reported.